Event description:
Nursing staff stated that they were attempting to deploy an evolution stent. When they reached the point of no return as indicated on the deployment gun- the safety wire lock was pulled out. When the nurses squeezed the trigger to complete the deployment catheter kinked and seemed to break approx half way along. At this point the stent was only deployed 1/3 to 1/2. The doctor removed the stent partially deployed and then used another stent. The second stent deployed without incident in the same scope position. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
This specific evolution biliary controlled-release stent- partially covered device is currently not registered for sale in the us. However this device is considered a 'similar' device to other metal stent/sets (evolution) devices currently marketed in the us. The PMA/510(k)# for these 'similar devices' is as follows: k121430. Incident meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this device family for the removal of a permanent stent (deployment related). The device involved in this event has not been returned for evaluation. As the device has not been returned; the cause of this complaint could not be conclusively determined. The customer complaint could be confirmed based on customer testimony. With the info provided a document based investigation was carried out. Prior to distribution all evo-pc-10-11-4-b devices are subject to visual inspection and functional checks to ensure device integrity. There is a specific production check that instructs the relevant personnel to deploy the stent approx 50% and re-sheath it to ensure it functions correctly. A review of the manufacturing records for the evo-pc-10-11-4-b device of lot number: c868197 revealed no discrepancies that could have contributed to this complaint issue. The notes section of ifu0057-4 instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the info provided there were no adverse effects to the patient due to this occurrence. Another stent was successfully deployed to complete the procedure. Complaints of this nature will continue to be monitored for emerging trends.